Event description:
When the bolt of the 1104b was being inserted into the pt it broke off between the metal and the plastic part of the bolt. The procedure was not delayed because it was changed immediately. The pt was anesthetized at the time of this event. The surgeon indicated that there were no clinical consequences as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.